Manufacturer narrative:
No button error alarm was noted. However, the act button did not respond due to corroded keypad traces. Unable to verify the battery out limit alarm due to the unresponsive button. The pump also had minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, a broken reservoir tube lip, and a missing reservoir tube o-ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer received a button error alarm that they were unable to clear. It was also found the customer had a battery out limit alarm on their insulin pump. The customer's blood glucose was 200 mg/dl. The customer's father stated they were sledding prior to the alarm occurring. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.